Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event. The initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.

Manufacturer narrative:
Ventec provided the reporter, a biomedical engineer, with technical assistance and walked him through the setup of vocsn and the appropriate testing method. Once tested using the correct setup, the device's exhaled tidal volume (vte) levels were confirmed to be within normal range. The device was not returned to ventec for evaluation. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was user error due to incorrect testing methods being used.